Event description:
Fire department personnel were attending to a pt, condition unk. The pt's rhythm was analyzed and the device rendered a no shock decision. The attending physician reviewed the pt's rhythm with an available manual defibrillator and diagnosed the pt to be in coarse v-fib. The pt was countershocked with the manual defibrillator, howver the pt's outcome was not reported.